Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they just came from their doctor's office because they wanted to get the stimulator taken out as the device hadn't worked in like 2-3 years. Patient then said the doctor wanted patient to try and get the implant charged again first so they could see what steps they needed to take next. Patient said they no longer have the equipment as they threw it away since the implant wasn't working or holding a charge or anything. Patient said the doctor told patient to call patient services. An email was sent to the repair department to replace the recharging cords and patient was warm transferred to sunmed for controller. Additional information was received from the patient. Patient reported they were getting device not found. They attempted to reboot and recharge, but the issue was not resolved. Patient reported the implant was to be removed (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.